Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon leak was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Returned device analsyis found that there was not a leak in the balloon. Additionally, there was no damage noted to the balloon. The account confirmed that the correct device was returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an un-specified procedure, the 3.0 x 23 mm xience xpedition stent was deployed successfully; however, the sds would not hold pressure. The account believed that there was a slow leak in the sds balloon. The procedure was completed successfully with no additional device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.